Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. When the scope was removed from the cv-190/clv-190, there was water in the scope but not the connector area. Afterwards, every scope that was attempted had multicolor lines and displayed a b30 error. Tac instructed the customer to clean the scope connector with an alcohol prep pad, allow to dry, connect scope to cv-190/clv-190, and power on the device. The issue persisted so tac instructed the customer to power off the unit, connected a different cf-hq190l scope, and good image without an error was obtained. The customer reconnect the faulty scope and the multicolor lines and b30 occurred. Tac concluded that the scope had water damage and advised the customer to send it in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when connecting the cf-hq190l scope, the evis exera iii video system center display a b30 scope communication error and multicolor lines image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the water damage/immersion could not be identified. Olympus will continue to monitor field performance for this device.